Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user experienced elevated blood glucose (bg) of 409 mg/dl with moderate ketones after being disconnected from their continuous glucose monitor (cgm) for several hours and not entering manual bg values. The user also reported forgetting to announce a meal. The ilet resumed dosing after reconnection to a new cgm sensor and manual bg entry, with glucose trending down to 309 mg/dl at follow-up.